Event description:
Additional information received identified the issue has resolved.

Manufacturer narrative:
(B)(4). Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported pain and an occasional "popping" sensation at the scs ipg pocket site. As a result, the scs ipg was explanted and replaced with a different model.